Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - impact code - f18 rehabilitation. H6 health effect - clinical code - e014302 decreased level of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 345 mg/dl. No bg meter comparison value was reported. The patient was feeling weak and lightheaded. He leaned against the wall and ¿nearly lost consciousness¿. The patient¿s wife called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 449 mg/dl and the patient mobile app had ¿turned off¿ and the patient¿s cgm reading was not known at this time. The patient was transported to the emergency room (ER). At the ER, the patient was treated with insulin and other unspecified medications. The patient was then transferred to a community rehab center. The patient was at the rehab center for nine days and was discharged on (B)(6) 2025. The patient was ¿stable¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.